Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level is 290 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).